Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; value was not provided. Cause of bg level was not known. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids, resolving the issue with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Date of event is approximate. Duration of stay was not known.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.